Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 07/15/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023. The parent called to request sensor replacement because the sensor fell off 30 minutes after insertion ((B)(6) 2024) as the teen was adjusting her clothing. The parent did not report the patch falling off at the time because she was taking the teen to the hospital on (B)(6) 2024 due to a bacterial infection in the blood. The area became red, irritated and swollen at the puncture site and the sensor was removed. The parent waited a day and then inserted a new sensor on the other arm which fell off 30 minutes after sensor insertion. On (B)(6) 2024 the patient was admitted to the hospital for a week and received treatment with unspecified antibiotics and pain meds (tylenol) for a bacterial infection in the blood and an abscess at the sensor puncture site. The parent attributed the puncture site abscess to the bacterial infection the child was experiencing. The cause of the bacterial infection and date symptoms started were not disclosed. The parent believed the puncture site infection did not cause the blood stream infection, and stated ¿I don¿t think it came from the dexcom.¿ oral antibiotic (keflex 500 mg tab) was prescribed at discharge (approximately (B)(6) 2024), and the redness at the puncture site had decreased. At the time of the call on (B)(6) 2024, a follow up appointment with the endocrinologist was scheduled but had not yet occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.